Event description:
A pump malfunction was reported by the caller after it was accidentally dropped on a table. Despite the incident, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, which was successfully done, preventing any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if further issues arise.